Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported her device stopped working. It seemed to work at first but was wondered if she was fooling herself. She peed in her pant on the day of this call. She wanted to take device out because she could not have an MRI. She was not told she could not have MRI until after implant surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.